Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced gastrointestinal (gi) bleeding - colon diverticulosis starting (B)(6) 2018, which resolved by (B)(6) 2018. The patient was hospitalized. Actions performed include changes to medication, blood transfusion y, #units of rbc over 24 hours: 4, total units rbc: 6, esophagogastroduodenoscopy (egds), colonoscopy.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported gi bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device at the time of the event was 1 year and 5 months.